Event description:
Additional information was received indicating that the lead was explanted and replaced. The patient was stable.

Event description:
During follow-up, increased pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. Rv lead replacement is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.